Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: over infusion on patient, infusing too fast. When set to 200 mils, dispensing 216 mils. No patient injury.

Manufacturer narrative:
Exemption number e2016018. (B)(4). This report has been identified as b. Braun medical inc. Internal report number (B)(4). Failure analysis and investigation results did not confirm the reported issue. Upon receipt the actual pump involved was visually and functionally inspected. Three (3) volumetrics of 125 ml/hr and 25 ml were performed and tested in spec. The device history logs were reviewed and on (B)(6) 2018 at 22:58 an infusion was started at 200 ml/hr, and at 23:58 the infusion was stopped with a volume infused of 200.0 ml. A batch record review for the reported lot number did not reveal any abnormalities or non-conformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. The pump operated as intended and the reported failure could not be reproduced. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. If additional information becomes available, a follow up report will be submitted.